Manufacturer narrative:
(B)(4). The manufacture date of the device was between 02may2014 and 09may2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The manifestations were reported to have started ¿on an unreported date around (B)(6) 2014¿. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced bacterial peritonitis coincident with automated peritoneal dialysis (apd) therapy. The peritonitis was manifested by cloudy effluent, fever, severe abdominal pain, vomiting and ¿felt really bad¿. The cause of the peritonitis was reported as due to a defective minicap. It was reported the patient was hospitalized for the event. The same day as hospitalization the patient received treatment with one dose of intravenous (IV) gentamicin (dose not reported). The gentamicin was stopped the same day and the patient began treatment with IV vancomycin ( for four days, dose and frequency not reported). Four days after admission the patient was discharged. The following day the patient began treatment with intraperitoneal vancomycin (for twelve days dose and frequency not reported). On an unreported date at the end of the month following the event it was reported the patient was recovered from this peritonitis event. Dianeal therapies were ongoing. No additional information is available.